Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower hardware failed, could not be recovered and main drawer 1 required maintenance. The customer attempted to recover storage space and rebooted the station; however, the issue persisted. The customer also reported that critical medications were stored in the failed drawer, and urgent access was required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no drawer failures in station, but station displayed a failed icon, however, there was nothing to recover. All items were checked and tower door 3 was observed to be grayed out. A field service engineer unlocked the tower using the emergency release lever, popped the doors, and then closed and locked the cabinet. The customer logged back in and recovered all four tower doors and tested functionality. The system functioned as intended after the field service engineer repaired the device.